Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 28 x 2.25mm promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and it was noted that a part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the balloon. Only the stent was returned for analysis. Almost the entire stent appears damaged with stent struts deformed and stretched along the crimped stent profile. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). A 28 x 2.25mm promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and it was noted that a part of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).